Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer evaluated the instrument and found the preamp board caused the non-numeric test results, and the wbc/rbc/plt (white blood cell/red blood cell/platelet) processor board caused the lockups. The fse replaced both boards along with necessary adjustments and verified no further over range issues or lockups. (B)(4).

Event description:
The customer reported non-numeric results were generated for the wbc (white blood cell) and differential results when using the coulter lh 500 hematology analyzer. In addition, the background counts for the wbc parameter failed and the instrument would lock up. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.